Event description:
Freestyle libre 14 day sensor; 6 out of the last 10 sensors I have had have broken on immediate installation at no fault of my own. They require a waiting period after being installed and so by the time I realize the sensor is broken, the pharmacy is closed and I cannot get another. On top of that, insurance only covers 2 per month and any more than that has to be paid out of pocket. Freestyle suggested we send in the broken sensor after they send us a package to send it in which would be another 6-8 weeks for me to get a replacement/money back. Over the past two years, I have lost (B)(6) of dollars on the sensors with about 20 over the last two years being defective or broken upon immediate installation. They do this because they know no one will take time to actually do this process to return the item, so they make it as difficult as possible. As a diabetic, this is the only way to check my sugar and is unreliable and causing issues with overall health. The company refuses to take responsibility for their issues and does not do anything with the complaints but they are aware and the doctors are aware there is an issue. This is irresponsible practice for someone with a medical condition such as diabetes. FDA safety report ID# (B)(4).